Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt was admitted to hospital on (B)(6) 2014 for an old wound that had opened up. Not cycler related. The pt encountered drain complications while in hospital and completed pd therapy manually. The pt was discharged on (B)(6) 2014. Medical records were requested.